Event description:
The device was used during a sub-total gastrectomy procedure. Reportedly, the staples did not form and bleeding occurred. The surgeon resected the malformed staple lines with another device. The hospital has reported that the pt's status is satisfactory.